Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to lead migration which caused inadequate stimulation. The location of the device is currently unknown. No additional adverse patient effects were reported.